Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total b-hcg results for four patients. The following results were provided: case 1: initial result 18.19 miu/ml, repeated <1.20 miu/ml case 2: initial result 19.89 miu/ml, repeated <1.20 miu/ml case 3: initial result 6.49 miu/ml, repeated <1.20 miu/ml case 4: initial result 14.91 miu/ml, repeated <1.20 miu/ml the customer reported out the <1.20 miu/ml results. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg reagent, list number 07k78-25, and manufacturing site in section d of this report, longford, to architect i2000sr, list number 03m74-02, and manufacturing site of new suspect device, irving. MDR number 3016438761-2022-00314-00 has been submitted and all further information will be documented under that MDR number. Section d3 email and d1 email corrected.